Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The complaint of a broken off peel-away sheath tab was able to be confirmed by the photo. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The report of a peel-away sheath tabs breaking off was confirmed through complaint investigation of the customer supplied photo. Visual analysis revealed that one tab was broken off from the extrusion. Therefore , the root cause for this issue has been determined to be manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the peel away sheath completely broke at handle grips while trying to remove after inserting the PICC. The sheath pieces were removed and the PICC was securely placed. The patient had no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the peel away sheath completely broke at handle grips while trying to remove after inserting the PICC. The sheath pieces were removed and the PICC was securely placed. The patient had no injury.